Event description:
It was reported that: during mechanical ventilation, the pt was not exhaling. The doctor noted that he could see chest rise but not fall. The pt's chest was opened and hand massage was performed on the heart but the doctor indicated that the heart was essentially empty and the pt could not be resuscitated. The doctor indicated that the pt expired due to the major trauma suffered during a motorcyle accident. The doctor also said that the anesthesia machine had been used two days prior during a case involving a pt sufferieng from a gunshot wound to the chest. He indicated that there was a lot of blood resulting from the case. He said he understood that the device was wiped down and the breathing circuit changed but thought that perhaps blood from this case had gotten into the exhalation side of the breathing system and was creating an obstruction. The device was used again a few hours after this reported event. Reference MDR # 2517967-2004-00052.